Manufacturer narrative:
See MDR 1920664-2010-00090 for the intraocular lens used with this delivery device.

Event description:
The haptic was bent as it came out the delivery device. The lens could not be centered, due to the haptic damage. The incision was enlarged to remove and replace the lens. A suture was used to close the wound.